Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the pump powered on with a clear and legible display screen. Investigation did not duplicate the alleged blank screen. A leak test was performed and did not result in moisture leakage. During excising of the pump, a call service alarm (88) occurred, preventing the pump for completing the full 24-hour exercise. The pump was opened for investigation and revealed evidence of moisture on the main printed circuit board and on the display wiring.

Manufacturer narrative:
New information received, place of occurrence corrected to (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had a blank screen and moisture ingress/corrosion. No further information was provided by the reporter. This complaint is being reported because the pump allegedly had a blank display and moisture ingress/corrosion that was not resolved with troubleshooting.